Manufacturer narrative:
A new stretcher was sent to the account. Repairs have not been completed.

Event description:
The account executive stated he can push on the stretcher when in brake and about 15% of the time it will come out of brake.